Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that row board cable was not properly positioned. The field service engineer reconnected the row board on the drawer controller board to resolve the problem. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the half-height cubie drawer was inaccessible. The customer reported that the problem could potentially lead to delays in dispensing medication to the patient. Due to the inaccessibility of the drawer, they implemented a workaround by retrieving the medications from an alternative station or directly from the pharmacy. There were no adverse events or injuries reported based on this incident.